Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, bump and temp exceeded. A1102 was coded for localizer faulted message. The system was serviced in the field by a medtronic representative. Hardware parts were replaced. Afterwards, the system was performing as intended. Codes b01, c08, and d02 are applicable. The camera product ID: 9735821r, serial/lot #: (B)(6) was returned for evaluation. Analysis found an electrical failure. The returned power supply unit (psu) had many scratches on the housing and lenses. The left sensor lens was cracked with a hole in it. A check of the event low showed intermittent firmware incompatibility, and intermittent illuminator current low dating. There was a battery voltage low message along with bump detected and storage temperature exceeded. Too few markers were visible to be able to perform the accuracy test (aak). Codes b01, c0201, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while booting up system, it gave a optical localizer faulted message. It was noted that the probable cause of the issue was the complementary metal-oxide semiconductor (cmos) battery faulted, bump and temp exceeded. There was no patient involvement.